Manufacturer narrative:
The reported event of unapproved pm process (sets for pm) and use of 3rd party parts file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported using standard IV sets for pm testing and rate calibrations instead of characterized IV sets. It was also reported that 3rd party vendors are used for some parts including pressure sensors, doors, and latches. No patient involvement was reported.